Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that the bd needle ns 27ga 1-1/2in had leakage. The following information was provided by the initial reporter: material: 301651 batch#: 4261319 verbatim: complaint via email. Email(s) attached. Some of the pain trays we are currently using have broken needles. The 27 g hypodermic needles in the pain trays are bent and leak, as shown in attached pictures. They came across at least 4 alone today. Please refund for the trays. Additional information: per rep response: ¿the customer opened 4 damaged packs; their order total was 45¿.